Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the device keeps alarming and the alarm does not match the resolution. There was no backup device. No significant delay and no patient injuries.

Event description:
It was reported that the device keeps alarming and the alarm does not match the resolution. There was no significant delay and no patient injuries, the procedure was finished with the same device.